Event description:
It was reported to philips that the system had a problem as the collimator was defective. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was completed as planned by using the system. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of log file revealed collimator wedge position errors. A philips field service engineer (fse) inspected the system onsite and confirmed that the collimator needed replacement. To resolve the issue, the collimator was replaced. The system was returned to use in good working order and ready for clinical use. The collimator was returned for further analysis. Functional testing was performed, and wedge defect was confirmed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the procedure could be completed as planned and imaging was available, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.